Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of atrial fibrillation, cardiac arrest, death and respiratory failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported atrial fibrillation was due to procedural conditions. A conclusive cause for the patient effects of cardiac arrest, respiratory failure and death could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2019 one mitraclip was implanted reducing mr grade to 2-3. Afterwards, the patient had influenza (accompanied with fever) and paroxysmal atrial fibrillation. It is possible that the patient's immune system was weakened due to the general anesthesia, which led to the hospital acquired influenza. Although the patient had a history of paroxysmal atrial fibrillation (paf), the frequency of paf increased after the mitraclip procedure which required vasolan medication to control it. After the patient was extubated following the completion of the mitraclip procedure, the patient also experienced ventricular fibrillation on three occasions ((B)(6) 2019); this was treated with "bepric" medication. The influenza was treated with antibiotic medication. An echocardiogram on (B)(6) 2019 showed an mr grade of 2. The patient was able to ambulate and go shopping without problems until (B)(6) 2019. On (B)(6) 2019 the patient woke up not feeling well and called an ambulance, but went into cardio-respiratory arrest while being transported to a hospital. The patient expired. In the opinion of the physician it is unknown if the mitraclip is related to the patient death as an autopsy was not performed. No additional information was provided.